Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by patient that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod's cannula did insert and was visible when removed from the insertion site. Was not worn. No impact to the patient's glucose level was reported.